Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 1000 mg/dl at the time of the event. The customer stated that the insulin pump did not alarm no delivery. The customer stated that after the event, insulin pump shot out during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.